Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional tricuspid regurgitation (tr) and enlarged atrium for a triclip procedure. Patient had vc filter implanted in the inferior vena cava. During the procedure, triclip steerable guide catheter (tsgc) crossed without resistance. When tsgc was in position, physician pulled dilator 5 centimeters into the guide and pulled wire into the dilator. After pulling the dilator out of the tsgc, physician noticed thrombus in the chamber of the guide. It was believed that clot was caught on the tip of the dilator when crossed the vc filter. Physician tried to aspirate the guide through the side port, but the thrombus was too thick. Then physician tried to aspirate through the valve of the guide with the sheath introducer, but it did not work. It was decided to reflush the whole system pulling the device out of the patient by setting it on the table. When flushing the guide second time, tsgc would not hold the column. Device was replaced and continued the procedure. All steps were performed as per IFU. The final tr was grade <1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.